Event description:
Ous MDR - it was reported that right ventricular sensing values were decreasing since implant. The device and the ide lead were explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the etrinsa 8 dr-t promri and the solia s 60 under complaint were subjected to an extensive analysis. The pacemaker proved to be fully functional. There was no indication of a pacemaker malfunction. The visual inspection of the solia s 60 revealed deformations of the outer conductor coil at approx. 12cm distal to the is-1 connector pin, in the region of the suture sleeve. At this position, the lead body was found squeezed. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture. Cuts in the insulation were found in this area of the lead. Blood penetrated the lead body. The inspection showed further deformations of the outer conductor coil at approx. 38 cm distal to the is-1 connector pin, which most likely occurred during the explantation procedure. Otherwise, no deviations were found that might have contributed to the reported clinical event. The analysis of the etrinsa 8 dr-t promri and the solia s 60 did not reveal any sign of a material or manufacturing problem.